Event description:
It was reported that a patient had a rezum treatment six years ago and has the urgency to urinate every 1.5 hours day and night. No further information was provided.

Event description:
It was reported that a patient had a rezum treatment six years ago and has the urgency to urinate every 1.5 hours day and night. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary urgency is a known risk associated with use of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.